Event description:
During initial implant once the lead was in place, the doctor attempted to remove the stylet from the lead. In the process of removing the stylet, the lead broke at the base of the electrodes. The lead was removed and replaced. No part of the lead was left inside the patient. The broken lead was removed entirely. The patient outcome was good with no adverse events.

Manufacturer narrative:
(B)(4).